Event description:
Complainant alleged that while attempting to defibrillate a (B)(6) female pt the device displayed a "defib fault 78" message. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that the pt subsequently expired.

Manufacturer narrative:
The device was returned to zoll medical corporation. The malfunction was duplicated and our investigation concluded that this customer report was attributed to an unseated flex cable. The cable was replaced to resolve the malfunction. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.